Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. The implants have been placed in 16 and 17 position on (B)(6) 2017. One month later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Two implants fails to osseointegrate.